Manufacturer narrative:
Manufacturer year is unknown as it was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on both eyes (ou) on a 17 day post-op exam. A brief description from the surgery center indicated that the patient presented with blurry/ghosting vision in both eyes that has not improved since previous post op exam. The patient commented that 20 to 30 times a day there is discomfort and shooting pain sensation that also has not improved and has occurred for 10 days. In addition, the patient commented on that vision is blurry especially at the computer with trouble working and that the shooting pain occurring 20 to 30 times a day with no relief from the eye drops. The patient experienced loss of best corrected visual acuity (bcva). The surgery center indicated the event was lasting and disabling, significantly interfering with daily activities the patient was instructed to stop the using the eye drops. The patient was treated with muro-128 and prolensa. Bcva from (B)(6) 2017: right eye pre-op 20/15 -1.00 x .-25 x 175, left eye pre-op 20/15 -.50 x -.50 x 167. Bcva from (B)(6) 2017: right eye post-op 20/40 1.00 x -1.25 x 175, left eye post-op 20/15 1.50 x -1.00 x 7.

Manufacturer narrative:
The manufacturing site provided the device manufacture date as 2005 - only year was provided. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.